Manufacturer narrative:
Additional information was received on 5/17/2016 stating that the product was disposed of. As such, the investigation will be closed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a female patient underwent an atrial tachycardia left (l-at) procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. The transseptal procedure was performed with a st. Jude medical brk needle without ultrasound guidance. It was believed to be a relatively posterior puncture. There were no error messages observed on the biosense webster equipment during the procedure. The act was maintained at 250 - 300. Settings during the event include: power setting at 30 watts/ power was not titrated during the ablation / flow setting was 8ml/min / st. Jude medical sl-1, 8.5 fr sheath. About 30 minutes later, while they were ablating on the left atrium floor the patient became symptomatic, complaining of shortness of breath, chest pressure and blood pressure decrease was noted. The patient suffered a cardiac perforation and a subsequent pericardial effusion. They performed a pericardiocentesis and removed about 700 cc's of fluid. The patient required extended hospitalization as a pericardial drain was placed. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.